Event description:
It was reported that the pt fel in the kitchen and hit the dishwasher with his head. A swelling over the implant was noticed. The pt had no hearing sensation. The pt was reimplanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.